Event description:
A medtronic representative reported that one of the lens on the navigation system camera is cracked. They stated it does not appear to be affecting the systems ability to track instruments and they do not know how it occurred. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement psu kit shipped to site (B)(4) 2013. Medtronic investigation of returned suspect camera finds that as reported, the right sensor lens has been broken with a piece missing. The psu was not able to complete an aak test due to an inability to track consistently on the right side. The psu was reporting .45 mm at the point of failure and was not able to continue. This physical damage, fracture and broken pieces, directly caused the event.